Event description:
It was reported that a free flow condition occurred. The customer informed that the IV bag was running too fast or free flowing. The nurse informed that she primed and hung a new IV bag and added a secondary medication (ancef) and tried to run it at 100ml/hr. She noted that it looked like it was running 2-3 times faster than it normal so she stopped the infusion. When she stopped the infusion, the main bag started running equally fast. She did not see evidence of IV fluids backing up into the secondary bag. The event occurred during pt use, however, it was reported that no pt injury occurred and no medical intervention was required.

Manufacturer narrative:
(B)(4).